Event description:
On (B)(6) 2020 I had a dental implant from megagen anyone dental implant 3.5mm diameter placed in #5. The implant was about 3.5yrs old when it was discovered during my routine flossing to be loose. I made an appt. Since I had already had tooth #30 fail. The dr. Tried to tighten it, but it remained loose a week later. Upon x-ray it was discovered to be fractured in the implant near the apex. This is very unusual, very concerning, and dangerous for the patient since it created bone loss and tissue irritation at the site. The worst part is that the fractured implant now would have to be removed. I had to undergo an additional, painful, surgical excision of the failed/fractured megagen implant. The implant had until (B)(6) 2020 nicely healed and integrated into my bone and bone graft for over 3 years. I was devastated to hear the implant had fractured, but my doctor/dentist dr. (B)(6) was even more disappointed to tell me. He felt horrible having to remove/cut the failed implant out of my otherwise healthy bone tissue. I now had to suffer the subsequent long, painful day in the chair undergoing the necessary surgical removal, sawing, and prying the implant out of my bone. The failed megagen implant was surgically removed on (B)(6) 2020. I am still waiting to receive a new implant and crown. I lived without any tooth in the #30 position for almost 12 mos. While the new bone graft and implant healed and now I'm doing it again. I would not wish removal of a healed implant on anyone. It is very painful and traumatizing to your bone and tissue. These implants are meant to be permanent. Not to be removed in 2 yrs. This is unacceptable that megagen's anyone implant system failed me and others. FDA safety report ID # (B)(4).